Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Patient identifier not available from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the thoracic probe was reported to have been damaged. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
This statement should be included with any information or report disclosed to the public under the freedom of information act.